Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient with an implantable pump for post lumbar laminectomy syndrome and spinal pain. The patient has had an empty pump for quite a long time and had not utilized the pump "forever." The patient was out of state for a while, and was back to florida. It was thought that the patient may have relocated and would like to utilize the pump again. The reporter did not have access to the patient or a clinician programmer. It was unknown if the pump was alarming. The plan was to see the patient at the clinic and check the pump status, logs, etc. On (B)(6) 2016. No medical symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.